Event description:
The customer contact reported a leak. On an unspecified date, the male adapter of a power injector tubing set was connected to the clave port of the extension tubing set and was being used to deliver 100ml of an unspecified contrast medium, at a rate of 3ml/sec, with a pressure setting less than 325psi, via a power injector. The option-lok male adapter of the extension tubing set was connected to the patient's IV access site. The customer contact reported that less than 5 minutes after the delivery was started, 10-15ml of contrast medium leaked from the connection of the clave port to the semi-rigid female adapter of the tubing set. The extension tubing set was replaced and the procedure was resumed. There were no reports of adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.